Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The mother mentioned that the insulin pump alarmed motor error. The mother also stated that the customer was not checking his blood glucose. No further information was provided.